Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported tracking difficulties in the left eye during surgery when five seconds left. System stopped and error reported as no pupil detected. Flap was placed back down due to time and after multiple attempts without success, eye tracking was turned off and treatment completed. There are multiple related reports for this facility. This report addresses patient's left eye on (B)(6) 2022 and additional manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) calibrated eye tracker and camera. Field service engineer (fse) performed system verification as per sir (service installation record). Review of the logfile from date of event shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows twenty-five successfully performed treatments. The reported treatment could be identified in the logfile. Logfiles shows the reported message displayed as no pupil detected. Adjust patient and go on with laser pedal¿. After the message appeared, the user deactivated the eye tracker and continued the procedure without eye tracker. The treatment for the left eye was performed successfully with one interruption. The user has performed an energy check before this patient. Logfile shows no further messages on the treatment day. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2022-09354